Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The reported gas delivery engine was an out of box failure that would be unlikely to reach a patient to cause harm or injury, but due to the fire and burn hazard to the user, this issue has been deemed reportable. Our company representative in (B)(4) reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged faulty gde (gas delivery engine) has not been received by carefusion failure analysis lab.

Event description:
The company representative in (B)(4) reported while servicing the avea ventilator and replacing the gde (gas delivery engine), smoke and burning smell came out of the gde assembly. The company representative noticed that the a/c (alternating current) indicator was lit even when the avea was not connected to the a/c main. The company representative reported the internal battery was hot and some vapor condensed on the top under the plastic cover. The reported issue occurred during service of the suspect device. There is no report of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis technician received the avea gde (gas delivery engine) for evaluation. Visual inspection revealed no evidence of burnt components. The gde was installed in a known good unit and powered in normal operation mode. The technician performed est (extended system test) and transducer calibrations. The technician reported all calibrations and est tests passed. The technician was unable to duplicate the reported issue. This event is considered to be an isolated incident. Carefusion continues to track and trend any incident related to this issue.